Manufacturer narrative:
A field service engineer (fse) was dispatched to the site who noticed the waste pump was making audible noise,customer was concern that pump would fail while customer was in ivf cycle. Fse replaced pump, it tested ok. No errors noted. No further action required by the fse. The probable cause of the event was faulty waste pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2016 a customer reported buzzing noise coming from analyzer with their aia-360 analyzer. Customer reported loud buzzing noise coming from analyzer today. No errors,customer thinks noise is associated with waste pump. A field service engineer (fse) was dispatched on (B)(6) 2016 to address the reported event, which resulted in delay in reporting of patient results for fsh, bhcg and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.